Manufacturer narrative:
Additional information: serial# (B)(6); d9: yes return date: (B)(6) 2025 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (B)(6) was not returned for evaluation. The controller (B)(6) was returned for evaluation. A review of the device history record documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Internal visual inspection revealed cracks on two (2) standoff posts within the controller housing. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed motor start events recorded on 19/apr/2024 at 15:23:10, at 15:29:22, and at 15:30:48, and on 13/mar/2025 at 13:19:39, and at 13:24:15, in which the motor start parameters were atypical. Log file analysis also revealed one (1) controller power-up event with an associated pump start event was logged on 13/mar/2025 at 13:19:34. Review of the event log file revealed that the controller was not in use prior to the reported event date; the controller last had power on 19/apr/2024, indicating that the power up likely occurred during a controller exchange. Review of the event log file revealed two (2) additional controller power-up events with associated pump start events logged on 13/mar/2025 at 13:24:12 and at 13:27:42, indicating losses of power to the controller. The data point recorded prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 98% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 98% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 98% rsoc and (B)(6) was connected to power port two (2) with 97% rsoc. The data point recorded after the second loss of power re vealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded prior to the losses of power. Review of the alarm log file revealed seven (7) electrical fault alarms logged on 13/mar/2025 between 13:19:34 and 13:27:43, due to the rear stator not connected, causing the pump to run on a single stator. Further review of the alarm log file revealed two (2) low flow alarms were logged on 13/mar/2025. Furthermore, log files revealed one (1) vad disconnect alarm was logged 13:26:30, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the alarms. This was followed by one (1) vad stopped alarm was logged on at 13:28:36, indicating that the pump failed to restart after multiple attempts. High power consumption was observed during some of these observed alarms, likely due to the increased power consumption required to run on single stator operation. In addition, log files revealed that the controller was in use for more than two (2) years. As a result, the reported low flows, high power, atypical motor start parameters, electrical fault alarms, vad disconnect alarms, vad stopped alarms, failed motor starts, and loss of power events were confirmed. The reported inability of the controller to recognize the power sources could not be confirmed. A possible cause of the reported inability of the controller to recognize the power sources could not be determined because the returned device tested within specification and the issue could not be duplicated. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including, but not limited to thrombus at the inflow canula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation and the available information, a possible root cause of the reported electrical fault alarms and high power can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the vad stopped alarm can be attributed to a failure of the pump to restart after multiple attempts. (B)(6) was in scope of fca cvg-21-q3-21. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. CAPA pr00532915 is investigating pump failures to restart. The most likely root cause of the first controller power-up event can be attributed to a controller exchange. The most likely root cause of the second and third controller power-up events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Per the instructions for use, bleeding and neurological dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted due to updates to b2, b5, g2, h6, h11. This additional information is based entirely on journal literature. Referenced article: emergency heartware-to-heartmate 3 exchange bridged by ECMO in the management of acute lvad failure and cardiogenic shock. The cardiothoracic surgeon. 2026. 34:7. Doi: 10.1186/s43057-026-00190-8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via journal literature that the patient had presented with severe staphylococcal sepsis following a minor soil contaminated injury. While the patient was on antibiotics, the intracranial hemorrhage occurred. The patient developed worsening left upper limb paresis.

Event description:
It was reported that during the use of the pioneer controller, electrical faults and loss of power were detected in the log files. A lso, the review of log file data revealed that the ventricular assist device (vad) exhibited above normal power, low flows alarms, vad stop alarm, failed motor start and history of various motor start events with parameters outside of the typical range and above normal power. The patient was admitted from another hospital where initially presented with neurological symptoms and was found to have an intracerebral bleed (icb) following a minor hemorrhagic stroke. A computed tomography (CT) scan was conducted to assess the situation. The patient was on anticoagulation medication, specifically marcumar, and was compliant with their therapy. The location of the bleed was specified as icb. The controller alarmed about the second battery due to a lack of power in the hospital socket, although the first battery was continuously connected and fully charged. The controller was replaced and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date:31-oct-2021 /serial#: (B)(6) d9: no h3: no h4: mfg date: 20-oct-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was an imaging study in which foci were found and the diagnosis could be confirmed. The patient is in remission and it is hoped that these foci will disappear or have no neurological complications, the patient was discharge home.